Manufacturer narrative:
A ge svc rep performed an on site investigation. All circuit boards were reseated and cables made secure. Tested fluoro function at 105-110 kvp for 30-40 minutes with no malfunctions noted. The sys was completely tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 7600 would not fluoro. There was no adverse pt involvement reported. There was no pt info reported.